Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was refilled on (B)(6) 2013. The patient heard the critical alarm on (B)(6) 2013 and presented on (B)(6) 2013 with shakes, sweating, and diarrhea. A motor stall without recovery was confirmed via telemetry in the event logs and had occurred on (B)(6) 2013 at 18:28. This device system delivered morphine. It was reported that the patient¿s pump was to be replaced on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.